Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks) while sleeping, causing the cannula to dislodge. It was also reported that the pod was leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no damage or defects that would contribute to the cannula becoming dislodged. The cause of the reported event could not be determined. The investigation found no damage or defects to the fluid path that would contribute to fluid leaking from the pod. The device was received with the adhesive pad fully attached. Inspection of the adhesive welds found no damage or defects that would contribute to an adhesive failure. The cause of the reported event could not be determined.